Event description:
A power source alert 07 was reported by the caller. The customer declined to answer whether their blood glucose level exceeded any specific limit. The issue was resolved when the customer used the charging cable with a wall adapter, and the pump began charging. No further assistance was required.